Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for four unknown 2.7mm locking screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal was performed due to fluid collection at the original implant site. The original procedure was an open reduction internal fixation (orif) of the right ankle, performed on (B)(6) 2014. The removed hardware included a three-hole lateral distal fibula plate, three 3.5mm cortex screws and four 2.7mm locking screws. A medial plate was left intact. Antibiotic beads were placed prophylactically. There was no infection, the bone had healed and all hardware was intact. There were no surgical delays and the procedure was successfully completed. This report is for four unknown 2.7mm locking screws. This report is 3 of 3 for complaint (B)(4).